Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that the bottom of the disc is hard and does not loosen. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis for product:9560524, lotno:my21f001r. The handle screw was stuck to the threaded part at the end of the cable. As a result, it could not be disassembled and repairs require cutting the cable. It was observed that the threads of the hand screw were deformed and the gripping force of the holder was insufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.